Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed and monitored for one day with no alarm for a software error noted. The insulin pump passed the self test and the displacement test. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed software error. Customer's blood glucose reading was 203 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.